Event description:
The pt is a 33 yr old woman who initially had bilateral breast augmentation for asymmetrical tubular breast deformity in 1989. The pt at that time had an augmentation mastopexy using meme polyurethane covered implants, 120grams on the left and 160 grams on the right. Within three months the pt developed fatigue, arthraligia, myalgia, had increasing asthma attacks and discomfort around the implants. Her symptoms have progressively gotten worse. On physical exam, she has class 2 contractures in both breasts. Ultrasound exam shows both implants intact; however, she has silicone adenopathy in the axillas and internal mammary. As a result of multiplicity of silicone lymphadenopathy, it is medically necessary to remove these implants in view of possible systemic symptoms that may be related to her breast implants.